Event description:
A nurse reported the system would not recognize the handpieces. The procedure was completed with a different handpiece. There was a pt involved, however, the pt impact is unk. Additional info has been requested regarding pt status.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).